Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. The rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) were investigated by a getinge field service technician (fst). The technician could confirm that the rfc and the rfd are affected. The customer decided not to order any repair of the devices and will scrap it, since the equipment is more than 10 years old. The "head error" is most probably caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console: the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2011- to (B)(6) 2025. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2011. Rotaflow drive: the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2014- to (B)(6) 2025. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow drive with s/n (B)(6) was produced in (B)(6) 2014. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.